Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal pneumoperitoneum became unable and did not inflate, making it difficult to maintain a clear field of vision. It was changed to olympus pneumoperitoneum device, but no pneumoperitoneum was possible. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the insufflation loss was sudden. The surgeon was performing a rarp lymph node dissection in the console. There was no tissue injury. There was re-insert cannula after undocking. No instruments were clamped on the tissue at the time of the issue. No fragments fell. The condition did not improve even after replacing the air seal consumables, and it is believed that the condition was not caused by the insufflation consumables. There was an hour delay. The delay was after lymph node dissection, during expansion of retzius space. The insufflation issues did not lead to any intra-operative complications. There were vision issues, but they kept commencing the procedure. Even after changing to a different manufacturer's product, the problem did not improve, so it seems there is no problem with the device itself.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The seal was unable to be tested due to no in-house insufflator available. Visual inspection displayed no signs of physical damage. No product issue was identified. The second seal was unable to be tested due to no in-house insufflator available. Visual inspection displayed no signs of physical damage. No product issue was identified. The third seal was unable to be tested due to no in-house insufflator available. Visual inspection displayed signs of physical damage. The grey latch was found broken. The broken piece was returned with the instrument. The fourth seal was unable to be tested due to no in-house insufflator available. Visual inspection displayed no signs of physical damage.